Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review implanting the stimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and the patient not attending their post-op visit have been ruled out as potential causes. However, the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to a surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection. Antibiotics were prescribed, an explant procedure was performed (B)(6) 2024, and the patient is doing well.